Event description:
This is the third of four reports (same problem, same patient, same user facility, different product ID's for the mayfield system). Linked to mfg reports: 3004608878-2017-00003, 3004608878-2017-00004, 3004608878-2017-00006. The patient was fixed to the mayfield system and during the procedure it moved above 2 cm. The surgeon held the head of patient so it did not move further down. It did not move any further than 2 cm and the surgery was completed. They mayfield system included product ID as follows: a1114 mayfield infinity skull clamp, a1113 mayfield neurogen adaptor, a1018 mayfield swivel adaptor and a2101 mayfield ultra base unit. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 01/19/2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: the system was setup with all these components a1113 mayfield neurogen adaptor (new) sn: (B)(4). A1114 mayfield clamp cranien sn: (B)(4). A1018 swivel adaptor sn: (B)(4). A2101 ultra base unit sn: (B)(4). While testing some weight was applied to the skull clamp, the movement reported by customer was observed; the base unit moved slightly down wards. After this the base unit strength was tested with force gauge. The base unit began to move at about 23lbf. Evaluation of the additional devices: the swivel adaptor works fine only the label is worn. At the crossbar adaptor one screw is bending. The skull clamp locking mechanism is slightly out of our specifications. All devices are first time in service. Device history record reviewed for this product ID work order / lot/ serial # (B)(4) a total of (B)(4) pcs were manufactured on 11/15/2014 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. Conclusion: the root cause was determined to be failure of the a2101(mayfield ultra base unit) component due to its condition and adjustment at the time of surgery. This unit should not have been used in surgery with the improper adjustment condition that it was in at the time of this incident.